Event description:
Bed in storage - reason for bed out of service was unk. No injury alleged.

Manufacturer narrative:
Technician found the bed in storage area. Power cord had no ground. Replaced power cord to resolve this issue.